Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solutions at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: as the death was not reported until after the device had been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported death. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During servicing of the device, it was determined that the device met functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. Should additional relevant information become available, a supplemental report will be submitted.